Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as itching on his back under the te pads. There was no alleged device malfunction. The patient's physician recommended to use cortisone cream on the area. The patient's medical outcome is unknown.